Event description:
It was reported that the patient was experiencing pain and swelling from using the orthopak assembly. The patient was prescribed the orthopak assembly because she has a jones fracture and was rejecting the titanium screw. The first day of use, the patient said that she treated for ninety minutes and stopped because her foot felt tender. The following day the patient used the orthopak assembly for three to four hours and stopped use due to pain. The patient described the pain as pulsating and her foot was swollen double in size. The patient discontinued treatment for a day. The patient used the unit the following three days and continued to experience the swelling and pulsating pain. The patient stated that her foot was too swollen to wear her walking boot and she was unable to walk on her foot. The patient says that her pain level is normally an 8 on a scale of 1 to 10, with 10 being the worst. When the patient wears the orthopak assembly, she says the pain level is above a 10. The patient contacted her pain management doctor and prescribing physician and both advised the patient to discontinue use of the unit. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added d10: device availability added g4: date received by manufacturer added g7: type of report h2: follow up types h3: device evaluated by manufacturer updated to yes h4: device manufacturer date added h6: method code updated to 10: testing of actual/suspected device h6: method code updated to 3331: analysis of production records h6: results code updated to 213: no device problem found h6: conclusions code updated to 4315: cause not established h10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: cam boot. Therapy date: unknown. Medical product: titanium screw. Therapy date: (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain and swelling from using the orthopak assembly. The patient was prescribed the orthopak assembly because she has a jones fracture and was rejecting the titanium screw. The first day of use, the patient said that she treated for ninety minutes and stopped because her foot felt tender. The following day the patient used the orthopak assembly for three to four hours and stopped use due to pain. The patient described the pain as pulsating and her foot was swollen double in size. The patient discontinued treatment for a day. The patient used the unit the following three days and continued to experience the swelling and pulsating pain. The patient stated that her foot was too swollen to wear her walking boot and she was unable to walk on her foot. The patient says that her pain level is normally an 8 on a scale of 1 to 10, with 10 being the worst. When the patient wears the orthopak assembly, she says the pain level is above a 10. The patient contacted her pain management doctor and prescribing physician and both advised the patient to discontinue use of the unit. It was reported that no further information is available.